Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarms. The customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended. No damage to the cannula was noted. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to monitor pump performance especially when subjecting the pump to humidity, abrupt temperature changes or poor air circulation.